Event description:
It was reported via voluntary medwatch that the right ventricular lead exhibited noise. Further information was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5120662.